Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and white blood cell count was very high on 11/10/2017 with blood glucose of 286 mg/dl. The customer¿s current blood glucose level was 179 mg/dl. The customer experienced symptoms such as uncontrollable vomiting. The customer was treated with currently on insulin drip, humalog and a insulin pen. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.